Event description:
This medial device report is being submitted due to a recent FDA inspection held at agfa's (B)(6) location. It was determined that 17 additional occurrences identified with the same event issue as described in MDR report , FDA # 9616389-2013-00003, but at different sites, required reporting to document the additional occurrences. This report is for a 9th event in which an agfa customer support engineer informed agfa on (B)(6), 2013, that the site had experienced their dx-d100 unit exhibiting erratic and speeding movement when driving the unit. The agfa cse replaced the digital motion control board, gauges and adjusted voltages. The dx-d100 unit for this site is now working as expected. No harm has been reported for this event. Agfa investigation was already underway for a reportable correction to the FDA on may 15, 2013: FDA reference # z-1487-13. For the corrections, agfa implemented mandatory service bulletins in which all affected units were to be replaced with new firmware and new digital motion control boards. All other documentation for the dx-d100 reportable correction will be reported via FDA z-1487-13.